Manufacturer narrative:
Information references the main component of the system and other applicable components are: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Analysis of the partial catheter received (received in one segment) on (B)(6) 2017 revealed damage to the transition tube of the catheter body. Analysis noted that the catheter segment was found to be patent and no leaks were identified in the laboratory. Analysis of the pump on (B)(6) 2017 revealed no anomaly. As per the pump¿s log, the following medications were being administered via a simple continuous dose rate as of (B)(6) 2015: morphine sulfate with concentration 12.0 mg/ml at a dose rate of 12.255 mg/day and bupivacaine with concentration 6.0 mg/ml at a dose rate of 6.1275 mg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer (friend/family member of the patient) regarding a patient who was receiving an unknown drug of unspecified concentration at an unspecified dose rate via an implantable pump for malignant pain. It was reported that the patient had passed away on (B)(6) 2015. Regarding the cause of death, the reporter indicated that everything was taken care of by hospice. The reporter refused to provide any additional information and requested that they receive no further requests for to provide further information. It was unknown if the death was thought to be related to the patient¿s device or therapy. On (B)(6) 2017, a healthcare provider reported that the patient was on palliative care. It was further noted that he was not their patient and they had no further information regarding the patient¿s death. The reporter provided a physician¿s contact information who they believed was taking care of the patient. On (B)(6) 2017, the patient¿s pump and catheter were returned to the manufacturer. It was noted that the device was removed prior to cremation at a mortuary. The reason for catheter removal was noted as being ¿other¿ (break, tear, hole, infection, and occlusion were not indicated / not selected on the form). The reason for pump removal was noted as being ¿other¿ (infection, device related, therapy related, and loss of therapy were not indicated / not selected on the form).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2017. The hcp did not know what the patient weighed at the time of the event. The patient passed away at home in hospice care. Autoposy and toxicology records were not available. The cause of death was provided as cancer. The death was not thought to be related to the patient's device or therapy. The patient had metastatic disease, and experienced pain. It was reported the patient was admitted on (B)(6) 2015 for intractable pain, nothing related to the death. Other medications included: dilaudid pca, ativan, colace, hydroxyzine, nitroglycerin, lexapro, and dexamethasone. The patient's medical history included: pelvic rhabdomyosarcoma, diverting colostomy, and suprapubic catheter.